Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device changeout due to eri, hv lead impedance was not obtained when the lead was connected to the device. The device was not used, and a different one was implanted instead. The condition of the patient is good.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The cause of the impedance anomaly could not be determined.